Event description:
The customer reported, the system displayed an error then failed to operate. No pt injury reported.

Manufacturer narrative:
Ge service representative performed an on the investigation. The fast stop switch was replaced at the console and the cables relocated away from pinch points. The system was tested and found to be working as intended and put back into service.